Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the mid to proximal left anterior descending (lad) artery. The physician attempted to inflate the balloon but it ruptured. It is unk how many inflations were performed and to what pressures. The lesion was successfully dilated with another MFR's balloon. Two stents from another MFR were deployed and post-dilated with a quantum maverick 3.25 x 15mm balloon. The procedure was successfully completed. There were no reported pt complications. Pt status listed as "good".

Manufacturer narrative:
The device was not returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for top assembly batch #8184761 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the event could not be determined.